Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead high impedances. Surgical intervention took place wherein the lead and ipg were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable. Surgical intervention may occur later to address the issue.